Event description:
It was reported, that low intrinsic amplitude measurements occurred on this right atrial (ra) lead. No undersensing was observed. And all other lead measurements were within normal limits. No adverse patient effects were reported. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).